Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine bleeding. Concomitant products included alprazolam (xanax), lithium and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), bipolar disorder ("psychological or psychiatric problems condition: bipolar-depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rash on my face and breast"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal distension had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bipolar disorder, anxiety, rash, vaginal discharge, alopecia, abdominal pain, dysmenorrhoea and vulvovaginal mycotic infection outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bipolar disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there was approximately 5 coils visualized the same was done on the contralateral site and 4 coils were visualized. The right coil appears to be completely in fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain.. Lot number: c06462 manufacture date: 2013-12, expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Event¿s : dysmenorrhea (cramping). Yeast infection, bloating were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine bleeding. Concomitant products included alprazolam (xanax), lithium and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), bipolar disorder ("psychological or psychiatric problems condition: bipolar-depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rash on my face and breast"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal distension had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bipolar disorder, anxiety, rash, vaginal discharge, alopecia, abdominal pain, dysmenorrhoea and vulvovaginal mycotic infection outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bipolar disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there was approximately 5 coils visualized the same was done on the contralateral site and 4 coils were visualized. The right coil appears to be completely in fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain.. Lot number: c06462. Production date 2013-12-13. Expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine bleeding. Concomitant products included alprazolam (xanax), lithium and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), bipolar disorder ("psychological or psychiatric problems condition: bipolar-depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rash on my face and breast"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bipolar disorder, anxiety, rash, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bipolar disorder, genital haemorrhage, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was approximately 5 coils visualized the same was done on the contralateral site and 4 coils were visualized. The right coil appears to be completely in fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in january 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain.. Lot number: c06462 manufacture date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine bleeding. Concomitant products included alprazolam (xanax), lithium and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), bipolar disorder ("psychological or psychiatric problems condition: bipolar-depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rash on my face and breast"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bipolar disorder, anxiety, rash, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bipolar disorder, genital haemorrhage, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was approximately 5 coils visualized the same was done on the contralateral site and 4 coils were visualized. The right coil appears to be completely in fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs-pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: bipolar-depression anxiety, rashes or skin conditions type: rash on my face and breast, vaginal discharge, weight gain, hair loss, abdominal pain. Concomitant drug, lab data, reporter information, medical history were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.